Manufacturer narrative:
It was reported that a collision and 2 shutdowns occurred during the surgery. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. A full analysis of data log indicates that 3 shutdowns occurred. An IFU review was performed and determined that the first one is due to a user error. The 2 other shutdowns are due to crash of the .net runtime process however the cause of these crashes cannot be determined. (B)(4).

Event description:
At approximately 3:30pm, the field service engineer (fse) received a call from the surgeon for assistance with a communication failure after the robot arm collided with a monitor joint during a biopsy case. The fse advised removing the monitor joint which had become stuck under the arm and then re-initializing.